Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6-12f mynx control venous vascular closure devices (vcds) were deployed on the left groin. One day post procedure, the patient returned to the emergency room (ER) with a "massive" hematoma that resolved. There was no other reported patient issue. One device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h2, h3, h6, and h11 complaint conclusion: as reported, two 6-12f mynx control venous vascular closure devices (vcds) were deployed on the left groin. One day post procedure, the patient returned to the emergency room (ER) with a "massive" hematoma that resolved. The patient is doing fine. There was no other reported patient issue. The hematoma developed after the patient went to the restroom for a bowel movement. A 15f non-cordis sheath was used. One device was expected to be returned for evaluation but was not returned. The devices were not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the limited information available for review, it is not possible to draw a clinical conclusion between the device and event. However, patient factors are likely as the event occurred post ambulation and post bowel movement as strain may have occurred. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ without a lot number to conduct a phr review, and with the information available for review it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, two 6-12f mynx control venous vascular closure devices (vcds) were deployed on the left groin. One day post procedure, the patient returned to the emergency room (ER) with a "massive" hematoma that resolved. The patient is doing fine. There was no other reported patient issue. The hematoma developed after the patient went to the restroom for a bowel movement. A 15f non cordis sheath was used. One device was expected to be returned for evaluation, but was not returned.